Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding event cause, but further information was unable to be obtained.

Event description:
It was reported that this newly implanted right ventricular (rv) and left ventricular (lv) leads were placed in the left bundle branch (lbb) with a -80 offset in the lbb and biventricular (biv) trigger on. The morning after implant, a five-beat pause was observed on telemetry, and the patient experienced dizziness. Possible causes included a right ventricular auto-threshold (rvat) test or oversensing with pacing inhibition, and further evaluation noted rv non-capture. The rv lead position appeared unchanged from implant, upon review of chest x-rays. Subsequently, the rv lead was surgically repositioned. No additional adverse patient effects were reported.